Event description:
Boston scientific orca pod compatible with olympus (single-use air/water, suction and biopsy valve set with water jet connector): all packs that were used today contained a faulty air/water valve. It still enabled performance of insufflation and lens cleaning as it is supposed to do but it also was spitting out small amts of water whenever a finger wasn't placed over the valve (when scope sitting in readiness pre-procedure, when insufflation or lens irrigation not being performed during proc, when scope withdrawn). 5 packages were saved